Event description:
It was reported that the patient experienced humeral stem loosening, and the surgeon has scheduled a revision to correct it.

Manufacturer narrative:
Patient presented initially with extensive damage to the humerus requiring a customized, extensive reconstruction. The surgeon approved the design and positioning of the device, and acknowledged the risk of custom device. No further complications have been reported, and the revision procedure will maintain the hardware in question.